Event description:
It was reported that an angio-seal was selected for use. The right common femoral artery (rcfa) was accessed for a peripheral intervention on the left superficial femoral artery. After the intervention, a groin shot was taken of the rcfa and it was deemed suitable for an 8f angio-seal vascular closure device. The deployment was performed without incident. Approximately 5 minutes post deployment, doppler revealed that pedal pulses were absent. The rcfa was investigated, with access being gained through the left common femoral artery. The rcfa was noted to be occluded with collagen. The obstruction was removed with an ev3 silverhawk, then ballooned and stented. At the conclusion, the patient had strong pedal pulses, good angiographic flow and was stable. The patient was kept in the hospital overnight. Anti-coagulant medication and heparin were given during the procedure.

Manufacturer narrative:
No product was returned. A review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) instruct the user once a full rear lock has been achieved, and the device is being deployed, do not re-insert the device; re-insertion of the device after partial deployment could cause collagen to enter the artery. Also, failure to maintain tension on the suture while compacting the collagen could cause collagen to enter the artery. Also erratic, vigorous tamping or excessive upward tension on the suture may result in collagen placement in the artery or anchor breakage.